Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic stent graft system. Upon graft polymer fill, the patient experienced hypotension, and the polymer syringe was observed to be empty. Adrenaline was administered to the patient, and the patient was stabilized within 10 minutes. At the time the delivery system was demated from the stent graft, the ipsilateral leg was observed to have less polymer visible. The proximal seal zone was ballooned with a coda balloon, followed by the deployment of the iliac limbs. The aneurysm was successfully excluded at the conclusion of the implant procedure, and the patient was doing well and stable following the procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
The root cause of the emptying of the fill polymer syringe (fluid leak), indicative of a potential intravascular leak of fill polymer, and subsequent patient hypotension could not be definitively determined; however, a potential cause for this type of event is likely related to a potential compromise in the stent graft fill channel integrity and/or a compromise in the mating junction of the delivery system and stent graft. It could not be determined if user and/or procedure, anatomy, user-related, off label/ cautionary product use conditions/factors contributed to the event with the limited information available. Associated clinical harms for this event included: hypotension. Based on a review of the returned delivery system, there was no evidence of damage to the delivery system that would indicate the compromise in the polymer fluid path. The stent graft remains implanted and was not available for evaluation. A clinical assessment was required, but no medical information was made available. This assessment was based upon the reported event, cumulative knowledge informed by past assessments of similar complaints, and/or other non-medical, relative information such as, but not limited to: still photographs; videos; sizing/case planning sheet/summary.